Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, two of the filter legs appeared to be entangled with each other. Attempts to remove the filter were performed on two separate occasions over a ten-month period; however, both attempts were unsuccessful. The filter will remain implanted. No patient injury was reported.